Event description:
It was reported that during a laparoscopic cholecystectomy procedure, although the first clip was fed into the jaw properly, the next clip was not fed into the jaw properly after the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.